Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of detached padding of a statlock stabilization device is confirmed and was determined to be manufacturing related. One 4 fr s/l groshong nxt clearvue catheter with its attached two-piece connector and statlock crescent with sliding posts was returned for evaluation. An initial visual observation showed blood use residues throughout the returned product. The returned statlock plastic was observed to be peeling off its foam padding on the left side of the device. The padding was not completely removed from the plastic. The right side of the statlock appeared to be attached correctly. A microscopic observation revealed a lack of adhesive along the statlock plastic, molded portion of the device. Because a lack of adhesive was observed along the returned statlock device, the complaint of detached padding is confirmed and was determined to be related to manufacturing. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the plastic part of the vppcspce broke off during fixing. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported that the plastic part of the vppcspce broke off during fixing. There was no reported patient injury. No other information was provided.